Event description:
A healthcare professional reported with a description of sheen on anterior surface and glistening's with intraocular lens. There are two medical device reports associated with this report. This is 1 of 2. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Only photo and video was returned. Clinical assessment this 14 second video is of an iol through a mid dilated pupil. The video is of a slit lamp evaluation of the lens. The examiner points out a slight sparkle at the very end of the video. It is difficult to tell the depth of the sparkle, but it appears to be either within the lens or on the posterior surface. There are only a few of these opacities seen in this video. This photo is of an iol through a dilated pupil. There is posterior capsule opacification slightly temporal and very indistinct shimmer to the iol at the level of the slit beam. The image does not provide enough detail to determine the level or the type of slight opacification. Conclusion it is not possible to determine what the physician is referring to in either the video or the photo. The video is better and albeit brief what is being seen may be glistening. It does not appear to be a sheen. No sample was returned for analysis. A definitive determination of the reported sheen on anterior surface, glistenings with company iol cannot be made based on the available information and based on the photo and video review. Complaints have been received describing that lenses were reported by doctors for the presence of a polychromatic sheen visible. The cause of sheen or film like appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. No reports of impact to visual function in any of the complaints reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.